Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2019. Prior to passing, the customer had a seizure and cardiac arrest. The customer had subsequently suffered brain damage and went into a coma. The customer passed away after being taken off of child support. The customer's blood glucose on the day they were hospitalized was 42 mg/dl. The customer was disconnected from the pump for greater than 48 hours prior to passing; the customer was removed from the pump on the day they were hospitalized. The customer was removed from the pump due to having the seizure. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not wearing sensors. The caller declined to return the pump for analysis.